Event description:
Customer states that the rotor component of a microfuge lite table top centrifuge escaped from the centrifuge and landed on the floor several feet from the centrifuge. No injuries were attributed to this event. As described by the user, rotor and/or rotor components ejected from the instrument, could result in a serious injury if a user or others are in close proximity to the instrument.